Event description:
It was reported that this right ventricular (rv) lead got dislodged. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.